Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that almost 1 month after dental implant was installed in intraoral region #10, its non-osseointegration was observed. The 25ncm of primary stability was achieved and the patient presented bone type iii and fistula. In addition, the dentist reported that the procedures of immediate implant and bone graft were done.